Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. The analysis results showed that one ems device was returned with the nose open as the nose weld was noted to be insufficient, no functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a tapp hernia procedure, the device didn`t staple correctly. The deviced fired the clip but it was malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.